Event description:
It is reported that the patient faced an adhesive issue on (B)(6) 2026 as tape was not sticking due to warm weather and sweating.

Manufacturer narrative:
E1 : patient city : (B)(6)patient country : belgiumestablishment name: (B)(6)street: (B)(6) country: united states of americapost office or zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545